Event description:
It was reported to philips that the device's image processing computer (ippc) failed and could not produce x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that ippc fault. Review of the log file showed that ippc disk error. During troubleshooting, fse bypassed the ippc disk box. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.